Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Procedure: unknown. It was reported that when surgeon was priming the valve with saline they noticed it wasn't coming out the other end. Possible obstruction with valve. Used same like product to proceed with the procedure. No adverse event. No delay in surgery.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: a needle hole in the silicone housing was noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested; only leaked from the needle hole. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot cpnbzg, conformed to the specifications when released to stock on the 21st march 2014. No root cause could be determined as the problem reported by the customer was not confirmed. The valve programmed. The problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.